Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, echocardiogram revealed moderate paravalvular leak (pvl) from a calcified native leaflet holding up the frame. A post-balloon aortic valvuloplasty (bav) was performed with rapid pacing. The systemic pressure decreased and the inflated balloon dislodged the valve upward. A snare was used to reposit ion the valve. A second valve was inserted and withdrawn from the body. A non-medtronic valve was implanted. No adverse patient effects were reported.